Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(6) continued to blow fuses after they had been replaced" was confirmed during functional testing. The root cause of the reported issue was the defective power supply, as a result of normal wear and tear and/or due to a defective component. The thermogard console was manufactured in (B)(6) 2012, and it is over 8 years old, passed its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, it was observed that the assembly top lid was cracked, the white rollers were worn out, the coldwell and drip tray gaskets were degraded and turned yellow, and the drip pan was missing. Also, big air bubbles were observed on the window display. The probable root cause for the observed physical damages could be due to normal wear and tear and/or user mishandling. All the missing and damaged parts will be replaced to address the observed issues. The event log was reviewed, and no error messages were noted on/around the reported event date. Upon receipt, the thermogard console was unable to power up due to the open/blown fuse. After the blown fuse was replaced, the thermogard system failed to power up because the new fuse was also blown; thus, confirming the customer's reported complaint. The root cause was the defective power supply with an internal short circuit. The defective power supply will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup, the thermogard xp ivtm system (sn: (B)(4) continued to blow fuses after they had been replaced. No patient involvement.